Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported b30 scope communication error could not be determined. However, the issue was likely, the result of water ingress into the device from a leak in the biopsy channel. Resulting in an electronic component failure. The event can be detected/prevented, by following the instructions for use, which state: inspection of the endoscopic image: when inserting or withdrawing an endotherapy accessory confirm, that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged. And pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible, without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories. And could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation and/or equipment damage. Perform a leakage test on the endoscope, after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism or other malfunctions. Use of a leaking endoscope may also, pose an infection control risk. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The scope displayed an error b30 with no image, after aeration the image returned. The evaluation also revealed the following findings: the biopsy channel leaking due to scrape and heavy kink inside; adhesive on bending section cover (a-rubber) had a chip and lifting; bending section failed electrical-continuity test; insertion tube heavy dent underneath the boot; control body fluid wet; scope connector fluid wet; and reduced up/down angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope displayed a b30 error (scope communication error). The issue was observed during preparation for use for an unspecified procedure. There were no reports of patient harm or impact associated with this event.